Manufacturer narrative:
Additional information: date of event: unknown, information not provided. If explanted, give date: unknown/not provided. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 iol 8.0 diopter was implanted in the patient¿s right eye. The patient reported that her vision after the surgery was very good. But now her vision became blurry and seemed to have decreased. Per the patient, her doctor said that her symptoms are not due to the lens. Per the doctor her glands are clogged. The patient said that it makes sense to her. The doctor lowered her dose of the prescription eye drops prednisolone and increased the over the counter dry eye drops (name not provided). The patient inquired about laser procedures which the doctor mentioned as a possibility. I explained to her what a laser procedure was. The patient was satisfied with the answer. No more information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.